Event description:
It was reported that the patient had been 'very loose for months'. The patient was admitted to the ER on for three days in 2008 with an increase in spasticity and complaints of not feeling good. The health care professional believes this was related to withdrawal symptoms. The pump was refilled on two days later, and there was no volume discrepancies at that time. At the most recent refill, the expected reservoir was 3ml and the actual reservoir volume was 17ml. The health care professional (hcp) indicated that the 'patient has had the best possible month'. The pump was used to deliver baclofen, the patient outcome was reported as recovered without sequela. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.